Manufacturer narrative:
A philips field service engineer (fse) talked to the customer to troubleshoot the issue. The fse confirmed the reported issue and requested proof of network reliability from the hospitals network team. The hospital later stated that their router failed which brought down the entire hospital network.

Event description:
The customer reported that the telemetry system went down within three hospitals around 12:20 on (B)(6) 2021 for a few minutes. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported on (B)(6) 2021 the telemetry monitoring system went down for a few minutes at three hospitals. The device was reported to be in clinical use, but no adverse event to a patient or user was reported.